Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: complete bilateral laminectomy for decompression, l3, 4, 5. Complete discectomy, l3-4, l4-5, l5-s1 posterior lumbar interbody fusion by transforaminal approach, l3-4, l4-5, l5-s1 application of impex trabecular metal synthetic allograft, l3-4, l4-5, l5-s1 posterolateral fusion l3 to sacrum application of pedicle screws, l3, 4, 5, s1 medial facetectomy l3-4 left, l4-5 left and l5-s1 left application of autologous bone from the same incision application of bone marrow aspirate application of bone morphogenic protein (bmp) intraoperative use of c-arm continuous intraoperative emg and evoked-potential monitoring pre-op and post-op diagnosis: lumbar spinal stenosis lumbar spondylolisthesis lumbar spondylosis discogenic pain as per op notes: ".. Bone consisting of autologous bone from the decompression, cortical cancellous allograft with bone marrow aspirate and bmp soaked sponges were then carefully packed into the intratransverse spaces from l3 to sacrum.. The patient tolerated the procedure well.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.